Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. It was further reported there was oversensing and noise on the rv lead. It was noted there was non physiologic sensed events during ventricular high rate episodes. A plan was made to reprogram the lead at the next follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.